Event description:
During a laparoscopic pyeloplasty procedure, the disc suddenly popped. The outer seal was found to be completely torn around the rim of the outer plastic disc. There was no patient consequence.